Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call battery out limit alarm, failed battery test alarm and keypad anomaly. Customer's blood glucose level was unknown. Troubleshooting for battery out limit alarm was performed. Customer received the alarm during normal use. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were unresponsive and they were unable to clear the battery out limit alarm. Troubleshooting for failed battery test alarm was performed. Customer replaced the battery and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.